Manufacturer narrative:
Eval results: (myocardial infarction, dissection). Other (required secondary intervention).

Event description:
Two stents were implanted in the mid lad, overlapping (MFR report#2953200-2009-00071 - 00072). One stent from another manufacturer was implanted in the proximal rca on the same day. Due to a catheter induced dissection of the proximal rca, emergency stenting was required. An acute non-stemi mi is reported to have occurred on the same day as stent implant. Investigator has indicated that the location of the infarction was inferior. Investigator has indicated that the event was related to the target lesion. Investigator reassessed the event as a non-q-wave mi.